Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. The failure modes will be monitored and trended.

Event description:
The user facility reported a 67 -year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a leak was observed at the yellow lure lock connection sites. There was no alarms or abnormal purge pressure or flow values, so a decision was made to continue with impella support until explant the following day. No patient harm was reported.

Manufacturer narrative:
The investigation for the purge leak has been completed. Pump and purge cassette (pc) were returned for investigation. The pump and pc were de-aired and then primed for over 10 minutes but the leak was not reproduced. Some biomaterial was observed in cannula and purge pressure was 750mmhg and purge flow of 4ml/hr which is a clear indication of no leak. Therefore, the root cause of the purge leak- pump issue was use related to improper technique. The instructions for use for the impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock states the following: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ added h6 component code 925 corrections to the initial MFR report: added d6a/d6b g1 MDR reporting contact email f6/f8 should have been left blank. H5-should have been yes. H6 impact code 4627.